Manufacturer narrative:
One tacticath quartz contact force ablation catheter was received for evaluation. During functional testing the catheter did not pass an irrigation test. A saline leak was noted in the adhesive between the irrigation tube and the proximal tube inside the luer lock. The leak was due to a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock caused by an interruption of the curing process.

Event description:
During an atrial fibrillation ablation procedure, a saline leak was noted at the optical connector to the tactisys. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.